Event description:
It was reported that during device change out for eri, when the chronic rv lead was connected to the system analyzer, the svc impedance value demonstrated as none. The lead was then connected to the new device, high impedance was observed. Fracture was suspected. Lead was explanted and replaced without complication. Patient was in good condition post-procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 49.7cm was returned for analysis. Internal insulation abrasion was noted at 28.9-29.1cm and 29.2-29.4cm from the distal tip. The etfe coating was intact at these locations.